Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Patient's medical history is provided as updated in field b7.

Manufacturer narrative:
The patient reported the symptoms of the bronchial infection were coughing with sputum and shortness of breath. Annex e are added with the symptoms.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the information gathered, there is no indication or report that an ion product caused or contributed to the incident. A review of the event performed by an intuitive surgical medical safety officer concluded that the reported bronchial infection is possibly related to the procedure in a patient with an underlying immunodeficiency. There was no malfunction of the ion system, instruments or accessories and the event is not related to the study device. Navigational bronchoscopy is a minimally invasive and safe procedure. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with a pneumonia/infection rate of 0.2%. Other reports have described rates as high as 6.1% in patients with lung cancer attributed to anatomic changes and underlying co morbidities. Cavitation, intratumoral low density areas, bronchial stenosis, low serum albumin and tumors =3cm have been associated with a higher risk of infectious complications post bronchoscopy. Underlying immunodeficiency also increases risk for infection. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Shimoda m, yamana k, yano r, et al. Analysis of risk factors for the development of a post-bronchoscopy respiratory infection in lung cancer patients. Journal of infection and chemotherapy. 2021. Souma t, minezawa t, yatsuya h, et al. Risk factors of infectious complications after endobronchial ultrasound-guided transbronchial biopsy. Chest. 2020.

Event description:
A 63-year-old female patient with an underlying gamma globulin immunodeficiency was enrolled in a clinical study and underwent an ion endoluminal biopsy procedure on (B)(6) 2024. The procedure was completed without issues and the patient was discharged home the same day without post-procedural complications. There was no report of malfunction of the ion system, accessories, or instruments. On (B)(6) 2024, the patient reported symptoms of bronchial infection starting on (B)(6) 2024, and antibiotics were prescribed for the infection. The patient was reported as recovered from the infection on (B)(6) 2024.